Event description:
Patient's mother contacted dexcom technical support on 09/30/2013 to report that on (B)(6) 2013, the patient experienced ketoacidosis due to high blood glucose values. The dexcom cgm was performing accurately. The patient was trying to calibrate with blood glucose levels above 400 mg/dl and was unaware that the system only accepts values between 40-400 mg/dl for calibration. The patient's mother reported that her daughter was vomiting and subsequently taken to the hospital. At the time of the call to dexcom technical support, the patient's mother reported her daughter was in okay condition.